Event description:
Patient was revised to address elevated metal ion levels and osteolysis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address elevated metal ion levels and osteolysis. (B)(4). The devices associated with this report were not returned. Review of the device history records for lot code 2312378 did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time

Event description:
Update rec'd 1/27/2016: litigation received. Litigation alleges metallosis. The stem is now being added to the complaint for the elevated metal ion levels. This complaint was updated on: 2/1/2016.

Manufacturer narrative:
Additional narrative: (B)(4). The devices associated with this report were not returned. A search of the complaints databases identified other reports against the liner/femoral head. Per procedure, these devices are exempt from device history record review. The search and/or review of the femoral stem device history records was not possible as the necessary product/lot code combination was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 5/27/2016-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, osteolysis, and elevated metal ion levels. Part/lot is being updated. The complaint was updated on:6/14/2016.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A search of the complaints databases identified other reports against the liner/femoral head. Per procedure, these devices are exempt from device history record review. No other reports were found against the femoral stem. Medical records were reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.